Manufacturer narrative:
A device history record review for the non-sterile version of the part was completed: part 04.503.324, lot 6928996: manufacturing location: monument. Raw material certificate of compliance received from cameron meet specification. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: matrixmidface screws (part 04.503.204, lot unknown, quantity 5).

Manufacturer narrative:
DHR review of complained screw driver shows that this specific lot was released after complete final inspection with no findings in april 2012. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Part was sent to manufacturing site for investigation. As received condition of device: the returned device was received loose in a bag with five screws. A visual inspection of the plate reveals the two-hole-end is detached from the part and both holes are deformed/elongated and gouged. The beam is slightly bent/deformed with marks and scratches present on the top and bottom surfaces of the plate. The three-hole-end is slightly bent/deformed with marks and scratches. Investigation summary: -part was inspected for plate thickness and found to be conforming. -part was inspected for hole diameter, holes 1 thru 3 and found to be conforming. Holes 4 and 5 are deformed and could not be measured. -part was inspected for countersink depth, holes 1 thru 3 and found to be conforming. Holes 4 and 5 are deformed and could not be measured. -part was inspected for outer diameter width, holes 1 thru 3 and found to be conforming. Holes 4 and 5 are deformed and could not be measured. -part was inspected for beam width, and found to be conforming. -part raw material was verified and found conforming. Conclusion: this lot met all dimensional and visual criteria at the time of release for shipment with no issues documented that would contribute to the complaint condition, it has been concluded any damage, twisted, or out of specification condition due to damage occurred after the product left manufacturing. Since no manufacturing related issue was identified and/or confirmed, a review to the specific prm and prm line is not applicable. The matrixmidface line extension design and clinical risk management (dcrm) document, was reviewed and found to adequately address the harm of this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product code is dzl. (B)(4). The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: may 25, 2012. Expiration date: may 1, 2022. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that revision surgery including hardware removal was performed on (B)(6) 2017 due to a broken matrixmidface plate. The plate was initially implanted on (B)(6) 2016 to treat a maxillary fracture. The surgeon commented that there was no damage with the plate at the time of the implant surgery. The surgeon also commented that he did not bend excessively during the implant surgery. During the (B)(6) 2017 revision surgery, the broken plate fragments were completely removed from the patient. The surgery was completed without report of surgical delay. Patient and surgical outcome are not available for reporting. This is report 1 of 1 for (B)(4).